Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.